Event description:
A 14 mm diameter x 24 mm diameter x 90 mm length talent iliac stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was successfully deployed and the tapered tip was being retracted into the graft cover, the physician felt resistance when the tapered tip reached the proximity of the marker ring on the graft cover. At this point, the delivery system had exited the stent graft. Some force was needed to pull back the tapered tip into the graft cover; however, there were no problems seen under fluoroscopy. After the delivery system was removed from the patient, it was examined and a small section of the graft cover appeared to have broken (infolded over itself). No intervention was required and the patient was fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product aneurx aaadvantage stent graft system.

Manufacturer narrative:
Evaluation summary: the delivery system was returned and its evaluation was completed. The tapered tip was found retracted into the graft cover. There was a kink 18 cm from the tip of the graft cover. The delivery system was tested and functioned properly and no broken components were found. A large deformation was seen at the distal end of graft cover, approximately 180 degree perimeter, and folding back approximately 1.5 mm into the graft cover. Infolding (buckling) of the sheath was visible at two locations, 4 cm and 12 cm (at kink location) distal to the end of the graft cover. At the distal end of the taper tip (at the lumen interface) an overmolding/flash deformation was observed at two radially opposite locations. Instead of a normally smooth transition of the tapered tip to the tube, the tip abruptly stopped approximately 0.8 mm high. The complaint was confirmed; it is likely that the deformation observed along the perimeter of the graft cover occurred during retraction of the tapered tip into the graft cover. It is likely that a misalignment between the tapered tip and the graft cover caused the tip to catch on the end of the graft cover, thereby creating the higher than expected tapered tip retraction force observed by the physician. It is also possible that the overmolding/flash deformation observed on the distal tapered tip may have been solely a result of the tip catching on the sheath and/or may have been initially present and then contributed to the tip catching on the sheath. This visible tapered tip damage may have also been caused by the tip catching catching on the stent graft. The operator's speed of the tapered tip retraction as well as the patient's anatomy may have also contributed to the misalignment with the end result of the tip catching on the sheath. The cause of the graft kink could not be determined.